Event description:
It was reported that during a wedge resection procedure, the surgeon opened the device and loaded with a black cartridge. The device was positioned on the tissue and the stapler was locked. As the device was fired, the firing stopped half way and the surgeon observed a different (louder) noise. The device had jammed. To return the knife blade, the surgeon used the button on the side of the stapler and the knife blade returned automatically with the battery power. The device was then opened without difficulty using the opening button at the back. The surgeon observed the staple line and it was clear that the device had only fired half way. The (half) staple line looked perfect and there was no bleeding present. The surgeon then inspected the device and could see that the anvil had been bent. When inspecting the cartridge, the surgeon said that it looked like the knife had "eaten into the side of the cartridge" somehow as one of the sides of the cartridge was not correctly aligned with the other side and there was a cut in the side of the reload. The surgeon took the cartridge apart to see if he could see where the problem was and as a result of this, the cartridge will not be returning with the device. A second pse60a was opened and loaded with a black and the firing was fine, after this the surgeon used a green and then a blue reload to complete the resection. The patient is fine. Procedure was prolonged five minutes.

Manufacturer narrative:
(B)(4). Damaged anvil. Additional information was requested and the following was obtained: is a picture of the cartridge and/or staple line available? No picture was taken. Please also clarify if any of the damaged cartridge fell into the patient? No. If so, how were they retrieved? N/a. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. The analysis results found that one device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.